Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 700 mg/dl that resulted in an emergency room visit and subsequent hospitalization and admittance to the intensive care unit (ICU). The customer alleged that the pump was not delivering insulin properly, however, the issue could not be confirmed during troubleshooting with tandem technical support. The customer was treated with intravenous fluids of saline and insulin. And was released from the hospital two days later. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.